Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch. No button error alarm during our testing. No motor error alarm or no excessive no delivery alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement tests; the motor was tested outside of the device and passed. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was suspended for one week. It was also found the customer had a motor error alarm in the alarm history. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.